Event description:
The device was returned for analysis and the investigation of the device revealed that the coil (subject device) was broken and fractured during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned without packaging so the lot number was not confirmed. During visual inspection the coil delivery wire was found to be kinked/bent. The main coil was found to be stretched and the suture was found to be intact. The main coil was found to be broken/fractured. Functional testing was not performed as the defect was confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was analyzed and the main coil was found to be stretched and broken/fractured. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore, an assignable cause of procedural factors will be assigned to the reported and analyzed event of the main coil stretched, and to the analyzed main coil broken/fractured during use. An assignable cause of handling damage will be assigned to analyzed event of the coil delivery wire kinked/bent as these defects appear to be associated with handling of the product or portion of the product during the procedure.